Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of small intestine, at the second firing after the surgeon clamped the device in the intestine and tried to fire a ultra handle, the device did not fire. They then replaced by a new cartridge and the firing was successful. There was no patient injury.